Event description:
A consumer reported that after an intraocular lens (iol) implant surgery, he experienced smearing on the lens and pupil did not dilate. The pt experienced unclear vision and a lot of flare, specially with side-lighting. The consumer was treated with fluorometholone twice a day during a fortnight and then once a day for a fortnight.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or and identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).